Manufacturer narrative:
The following tests were not performed on the insulin pump due to the buttons being unresponsive: basic occlusion test, occlusion, prime/a33 and excessive no delivery. Max delivery alarm was not verified due to j2/lcd unlock keypad connector. The device was received with scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump reached max delivery alarm. Customer's blood glucose was 11.2mmol/l. Customer was unable to clear the alarm or exit the loop menu. The device is not functioning. No further information provided.